Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for call was to gather generalized device information. The caller reported initially that the patient's implant had not worked for about 10 years. Later in the call, the caller clarified that the therapy did work, but very briefly "at the beginning" when device was implanted. The caller stated the patient was having a surgery today with a urogynecologist who said they could also remove the ins during the procedure. For this procedure, the patient had to be taken off their blood thinner, xarelto , that they take for atrial fibrillation. The caller mentioned that patient "was very freaked out" about being off their xarelto for the procedure because they were informed by their healthcare provider (hcp) that there was a risk for stroke. The patient also has dementia. The caller inquired about how the ins is surgically implanted and explanted, and about battery longevity of ins. The caller did verbalize they were not very familiar with the surgeon, and asked about their ability to perform the surgery appropriately. The agent reviewed general information about battery longevity and device implant/removal, and redirected caller to patient's healthcare provider to further address their questions about surgical technique, familiarity of surgeon with procedure, and concerns about stopping xarelto.